Event description:
Device calcification of ascending aorta with epiaortic ultrasonography. Multiple shuts of heavy calcification required debridement to close the aorta. Large calcification deposit at ostium of at main coronary artery.